Event description:
Per the clinic, the patient experienced pain along with poor performance with the device use, absence of sound and no measurable impedance. The implanted device remains. There are plans to explant the device; however, this has not occurred as of the date of this report.